Event description:
It was reported there was an issue with impedances. Some pairs were showing >40000 ohms combos with 1, 2, 0, 6, 7, 8, 13, 14. Combos with 3, 4, 5, 10, 11, 12, 15 were showing ok. Discussed programming around. They were already closed so discussed waiting to see if those changed at all since that is the area of the lead that they needed to program. Follow up reporting noted that the next morning the impedances were resolved and the patient was programmed to his satisfaction. Device history record noted that a lead was explanted and replaced on (B)(6) 2012.

Manufacturer narrative:
Product ID: 39565-30, lot#, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product typ lead. Product ID: 37752, lot#, serial# (B)(4), implanted:, explanted:, product typ recharger. Product ID: 37743, lot#, serial# (B)(4), implanted:, explanted:, product typ programmer. Patient product ID: 37092, lot# 214180001, serial#, implanted: (B)(6) 2009, explanted:, product typ accessory. Product ID: 3708160, lot#, serial# (B)(4), implanted: (B)(6) 2009, explanted:, product typ extension. Product ID: 3708160, lot#, serial# (B)(4), implanted: (B)(6) 2009, explanted:, product typ extension. (B)(4).